Manufacturer narrative:
(B)(4). Batch # n56f37. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired one black reload on first firing. After reloading, surgeon attempted to insert stapler into same trocar. The stapler would not fit. Upon closer observation, anvil appeared defected. Seamguard in use. No unusual sounds or feedback observed during initial firing of the procedure. Replaced with another device and had no issues. There were no adverse consequences for the patient.